Event description:
The following was reported to davol by the patient's attorney: it was alleged that the patient was implanted with an unknown composix e/x mesh to repair a hernia on an unspecified date. On (B)(6) 2010, the patient was hospitalized for infection resulting from her surgery. Attorney alleged that the patient has suffered extensive injuries and has endured multiple follow-up surgeries and will require continual medical care and monitoring for the rest of her life. The e/x patch is also alleged to have been defective at the time of implant in the patient and had to be removed due to prolonged infection.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.